Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that patient was admitted for treatment of thrombus in outflow graft. A central line was removed and per routine the tip was sent for culture. It returned positive for enterococcus faecalis. Ten days later, the patient was started on IV ampicillin to cover both line infection and ongoing driveline infection. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that patient on (B)(6) 2013 was admitted for treatment of thrombus in outflow graft. On (B)(6) a central line was removed and per routine the tip was sent for culture. It returned positive for enterococcus faecalis. On (B)(6) the patient was started on IV ampicillin to cover both line infection and ongoing driveline infection. He completed the antibiotic course (B)(6) and it was stated that the issue with the infection was resolved.